Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the customer reported that the medium-large clips were weakly secured and continued to loosen. The procedure was completed. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use with nothing noted out of the ordinary. Clipping was being performed when the fragment fell inside the patient. The issue occurred prior to the clip application inside the patient. The grip power of the clip applier was weak, so the clip fell into the patient before the clip application. The issue occurred on the 1st clip application. A backup was used to resolve the issue. The instrument did not collide with any other tools or instruments during the procedure. The clip did not fall into the patient during a collision. The wrist was straightened upon the final removal of the instrument. The surgical staff did not feel any resistance upon the removal of the instrument through the cannula or notice any damage to the cannula after the event occurred. The clip was retrieved during the same procedure, and it was visually confirmed that all clips were retrieved. No additional surgical procedures were performed. No post-operative x-rays performed to check for remaining clips. The procedure was completed robotically. The patient has not returned to the hospital due to experiencing any post-surgical complications. The instrument is available for return to isi for analysis. No photos or videos are available for review.

Manufacturer narrative:
A return material authorization (RMA) was issued to the customer requesting to have the intuitive surgical, inc. (Isi) device returned. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The medium-large clip applier was analyzed, and the findings did not replicate or confirm the customer reported event. The instrument was tested on an in-house system showing 68 lives remaining. The instrument passed clip test, recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grip tips opened and closed properly. There was no physical damage. There was no problem detected. The reported complaint could not be replicated, nor confirmed, during the failure analysis investigation, as the instrument was recognized by the test system and successfully passed all functional tests. The instrument was fully functional. No product issue was found. Based on the investigation results, customer reported issues may be due to other factors unrelated to the product.

Event description:
Refer to h11 for follow-up information.